Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code and battery was at 10 percent. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Services consultant recommended replacement. The s-ICD was explanted and replaced. No additional adverse patient effects were reported.